Manufacturer narrative:
Medical device expiration date : unknown. (B)(6). Device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for these events. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 2 bd pen ndl 32ga 4mm had device attachment issues. The following information was provided by the initial reporter : the customer reported that the inner shield was detached simultaneously with the outer cover causing the needle pe to be exposed and the patient touched the finger on the exposed needle before use.